Event description:
It was reported that during a laser procedure, the fiber broke off about 2 mm in the fiber sheath. The fiber fragment fell off inside the patient. The tip could not be retrieved and remains inside the patient. The fiber was replaced to complete the procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that during a laser procedure, the fiber broke off about 2 mm in the fiber sheath. The fiber fragment fell off inside the patient. The tip could not be retrieved and remains inside the patient. The fiber was replaced to complete the procedure. There were no patient complications.